Event description:
It was reported that there was no fluid transport into the patient system. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Device evaluation: one device was received in good condition, no cracks or damage visible. No leaks. The complaint was confirmed. No water circulation. The water pump does not work and the unit heats until the over temperature alarm sounds. The root cause was a faulty water pump. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Pump replaced and preventative maintenance (pm) performed. The device passed all functional and delivery tests.